Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approximately 5 months of support on the lvad, the pt was routinely transplanted. During the manufacturer' initial investigation of the returned pump, a thrombus formation was found on one of the bearings.